Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that on a monday, (date unk) the consumer woke up with a headache. When he tested, he received a result of 60 mg/dl. The consumer was immediately driven to the hospital where he was admitted for several days before being released. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for eval.